Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalised due to blood glucose levels.further, the patient was unsure whether low or high blood glucose levels. No further information was available..